Event description:
The customer reported that the unit would not display an image outside of a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation and reseated the workstation's printed circuit boards and the associated cables and connectors. The system was tested and found to be working as intended and put back into service.